Manufacturer narrative:
(B)(4). Concomitant medical products - item number: unknown, unknown 5.5/6.0 spine rod, lot number: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2019-00083.

Event description:
It has been reported that approximately three years following the placement of a response spinal construct, it was discovered via x-ray, that both rods had fractured. A revision surgery has been scheduled. No additional patient consequences were reported.